Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened escape and act button dome switch no crease and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or compromised force sensor system or verify excessive no delivery alarm due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. Customer also reporting insulin flow block alarm. Customer reported that the insulin did not exited. The insulin pump will be returned for analysis.